Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as red, irritated, and oozing, but now rash is white bumps / bruising. There was no alleged device malfunction contributing to the irritation. The patient¿s rn came out to visit to change the bandage on their PICC line, rn noticed that rash/bumps are more concentrated on any area where medical tape touches their body. Rn feels that rash and bumps are caused by skin reacting to tape, not garment of lifevest. It's unclear if the nurse who spoke with support services applied any creams or ointments to the skin irritation. Reporting out of the abundance of caution. Follow up indicated that the skin irritation improved.